Event description:
This is filed to report difficult to remove, tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse anterior leaflets. The xtw clip delivery system (cds 10823r179) was advanced to the mitral valve; however, when the gripper were raise under the valve, the leaflet became briefly caught between the shaft and grippers. Troubleshooting was performed and the clip was freed. The clip was then deployed. But then an eccentric jet was noted medial and a chordae ruptured was observed. The procedure continued with an nt (10317r257). The nt cds was advanced to the mitral valve; however, the gripper became caught on the anterior leaflet. The clip was freed, and then inverted to be repositioned. The clip was placed fine and deployed to reduce mr and treat the chordal rupture. Both clips are stable on both leaflets. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip referenced are filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leaflet became briefly caught between the shaft and grippers. The patient effect of tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
N/a.